Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was duplicated. Review of the event history log (ehl) also confirmed high alarm displayed, cassette locked but not latched. During physical testing, found a defective latch/lock flex sensor. This was determined to be a reportable issue. The latch/lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to a pump was unable to detect when set was latched. Upon physical inspection, it was confirmed that the pump did not detect the cassette, and a defective latch/lock flex sensor was found. This event occurred during testing. There was no reported patient involvement.